Event description:
It was reported that during surgery, on (B)(6) 2024, the unit had an air leak and a weak motor. It was confirmed that motor sounded weak they thought it was a power problem. The surgeon was not able to take a graft because the cord swelled up when initially turned on, so they used a bought graft. The surgery was not rescheduled. There is no patient health impact and the procedure had a delay of 1 hour. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the rpms were in specification but on the low end, the control bar was in the correct position and calibration was in at all readings. The motor, shaft bearings, vespel bearings and other worn parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information associated with this malfunction.